Event description:
It was reported that during a splenectomy procedure, the device was used on the patient to ligate and dissect the short arteries. There was post-op bleeding observed after the surgery and surgeon had to re-open the patient to remove the blood clot and used suture ties to reinforce. The condition of the patient immediately after the event was stable. Patient is well and has been discharged. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis (discarded). Should additional information be provided later, a supplemental medwatch will be sent.